Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed motor corrosion; gear train anomaly.

Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate/inject drug during the refill. A reservoir valve lock was suspected to have occurred and hcp tried to unlock it but could not; it was concluded that the problem may be the inability to release the lock. It was stated that the pump had been implanted over five years, and "it was time to replace the synchromed el pump to synchromed ii pump". Per the hcp the estimated drug present in the reservoir would last until the pump replacement; "the el pump which was scheduled for a replacement next year". It was noted that as the condition of the patient was unchanged, the patient returned home that day. Drug delivered via the device was gabalon at a daily dose of 250mcg.

Event description:
Additional information: it was reported that the pump was replaced on (B)(6) 2011.

Event description:
It was reported that the patient experienced the complication of numbness. The patient status was recovered.

Event description:
Additional information: it was reported that the pump could be aspirated later, however about 2ml was noted when 15ml was expected. The doctor was very surprised to see the drug was aspirated, and also the actual amount of drug was different than expected. The doctor suspected that the pump might have stopped intermittently. It was added that the drug aspiration and injection could not be performed after tapping. The device was explanted due to battery drain. The drug delivered was now noted as baclofen 2000mcg/ml most recently, continuous administration has been done at 320 g/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).